Event description:
Information received indicates the head section will drift when there is a patient on the bed.

Manufacturer narrative:
The technician replaced the head section drive to repair the bed.